Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2015 from a male consumer (age unspecified) reporting on self from the united states.on an unspecified date, the consumer started using reach total care dental floss (route-dental, lot number 1303d, expiration date unspecified) for general oral hygiene. After an unspecified duration, he had difficulty dispensing the floss so he pulled it hard. As a result, the metal cutter came off completely and the bobbin came out and separated from the plastic insert which popped out. He mentioned that the plastic insert parts broke off. The consumer attempted to reinsert the plastic insert back into the container but was not able to dispense the floss properly.the returned sample was received on 21-may-2015. Evaluation of the device is anticipated but has not yet begun. The action taken with the device was unknown. This report had no adverse event. This report was considered a reportable malfunction case in the united states.additional information was received on 08-jun-2015.the device name was updated from reach total care dental floss to reach total care plus whitening dental floss. The sample received on 21-may-2015 was visually inspected on 08-jun-2015. One reach total care whitening floss 30yd pc210912800 was received opened and used. The sample did not meet specifications for appearance as the insert was received broken on the edge where the cutter was attached. The broken piece of plastic with the metal cutter was not received.this report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 13-may-2015 from a male consumer (age unspecified) reporting on self from the united states.on an unspecified date, the consumer started using reach total care dental floss (route-dental, lot number 1303d, expiration date unspecified) for general oral hygiene. After an unspecified duration, he had difficulty dispensing the floss so he pulled it hard. As a result, the metal cutter came off completely and the bobbin came out and separated from the plastic insert which popped out. He mentioned that the plastic insert parts broke off. The consumer attempted to reinsert the plastic insert back into the container but was not able to dispense the floss properly.the returned sample was received on 21-may-2015. Evaluation of the device is anticipated but has not yet begun. The action taken with the device was unknown. This report had no adverse event. This report was considered a reportable malfunction case in the united states.additional information was received on 08-jun-2015.the device name was updated from reach total care dental floss to reach total care plus whitening dental floss. The sample received on 21-may-2015 was visually inspected on 08-jun-2015. One reach total care whitening floss 30yd pc210912800 was received opened and used. The sample did not meet specifications for appearance as the insert was received broken on the edge where the cutter was attached. The broken piece of plastic with the metal cutter was not received.this report remains a reportable malfunction case in the united states.additional information was received on 28-jun-2015.a review of the data revealed no lot trend for lot number 1303d. A review of non-conformances was performed and no non-conformances related to insert breakage were created. There were no changes to the formula or packaging that could cause the reported defect. Final packaging records, packing records, and incoming records were reviewed and the review indicated the product did not present defects during production inspections and that the appropriate components were used. A retained sample was previously evaluated and met specifications for appearance. The complaint investigation was closed with a disposition of confirmed since the field sample was received with broken insert. Complaint trends will continue to be monitored.this report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on 13-may-2015 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care dental floss (route-dental, lot number 1303d, expiration date unspecified) for) for general oral hygiene. After an unspecified duration, he had difficulty dispensing the floss so he pulled it hard. As a result, the metal cutter came off completely and the bobbin came out and separated from the plastic insert which popped out. He mentioned that the plastic insert parts broke off. The consumer attempted to reinsert the plastic insert back into the container but was not able to dispense the floss properly. The returned sample was received on 21-may-2015. Evaluation of the device is anticipated but has not yet begun. The action taken with the device was unknown. This report had no adverse event. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 01-jun-2015. This closes out this report unless other additional significant information is received.